Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient fell and broke three vertebrae while wearing the lifevest. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.